Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9, h4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Clarification to d6a: implant date is unknown. Laboratory analysis summary the device related to the reported event of rupture was received on november 22, 2024 with lot number 1015319. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.